Event description:
It was reported that the handpiece was leaking fluid following the sterilization process. There was no patient involvement.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking lubricant. Preventative maintenance was performed on the handpiece.